Event description:
A user facility reported that an intraocular lens (iol) was exchanged because it had no astigmatism correction. The lens was exchanged for a different model and power lens. Additional information was received from the surgeon who reported the event resolved with treatment.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information was requested and received. (B)(4).